Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's impedance and connection issues was not determined. Multiple attempts were made to try and reconnect the leads to the battery. The issue has not been resolved, but the patient's coverage is still successful. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 23-sep-2018, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that during an ins replacement, upon checking connections and impedances two electrodes were off during the connection check and then two different electrodes were showing as "do not use" on the impedance check. There were no factors that may have led to this. The doctor attempted to disconnect and reconnect multiple times to the new ins, but one lead was having trouble gaining complete connection. The patient's post-operative stimulation seemed to provide the correct coverage using the electrodes available. The issue has not been resolved at the time of the report. No further complications were reported. No patient symptoms were reported.